Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately six years nine months post vena cava filter deployment, the filter allegedly tilted, migrated, and perforated the caval wall with limbs abutting the l3 vertebrae, aortic wall, and a limb embedded in the duodenum. There current patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis despite anticoagulation had an inferior vena cava (ivc) filter deployed below the renal veins. Approximately three years six months post filter deployment, lumbar x-ray demonstrated an ivc filter mildly tilted from vertical axis with the apex at the l2 level. Approximately six years nine months post filter deployment, CT scan demonstrated a filter with the proximal portion below the level of the renal veins and several struts appeared to reside outside the caval wall. Approximately seven years post filter deployment, the patient presented for filter retrieval. The CT scan was reviewed which demonstrated the filter tilted approximately 20 degrees with the nose cone abutting the right aspect of the ivc wall. Additionally, there were several struts penetrating the wall of the ivc. In addition, there was also probably a posterior perforating strut. The patient denied abdominal pain. In the operating room, the right internal jugular vein was accessed and multiple attempts were made to snare the filter but were unsuccessful. The right common femoral vein was accessed and attempts were made to straighten the filter but were unsuccessful. The wire was snared under the wire and the filter was reoriented in a coaxial direction. The filter was collapsed using the sheath. The sheaths were removed and manual compression was applied. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for retrieval difficulties, tilted filter, and perforation of the ivc. However, the investigation is inconclusive for migration. Per the medical records, the retrieval issues were due to the filter being tilted. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately six years nine months post vena cava filter deployment, the filter allegedly tilted, migrated, and perforated the caval wall with limbs abutting the l3 vertebrae, aortic wall, and a limb embedded in the duodenum. There current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted, and perforated the ivc with limbs embedded in and abutting the duodenum, left lateral limbs abutting the aortic walls, and posterior limb abutting the l3. Reportedly, the filter was retrieved with difficulty. The status of the patient is unknown.